Event description:
It was reported that noise was observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned cut in two segments. External insulation abrasion was found at 13.4-13.7cm from the connector tip, consistent with lead friction to the ICD can. The etfe coating was intact at the same location. No conditions were found that could cause or contribute to the observation from the field of noise.